Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operating room surgical video were not available for analysis. From the analysis of the system database and the system oct recording it was determined that all settings and parameters of the system were found to be within acceptable limits. The system database video images indicated the absence of, or minimal, eye movement during the laser treatment. Several requests have been made of the surgeon to provide additional info regrading the capsular tears, but no response has been received back. Upon receipt of additional info from the surgeon, further investigation will be performed in an attempt to identify the root cause of the capsule tears. If appropriate, a follow-up MDR will be filed in accordance with the 21 cfr 803.56 regulations. The catalys system performed as designed; however the cause(s) of the capsular tears is unk.

Event description:
It was reported that a pt who underwent anterior capsulotomy and lens fragmentation with the catalys system (system) subsequently experienced capsular tears in the operating room (or) during the surgical procedure to remove the cataract. No additional complications and/or medical intervention were reported.